Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e103 error and indicator blinking was confirmed. Based on the results of the investigation, it is presumed that lamp lightning failure occurred due to power supply unit failure and, resulted in error e103 and spare lamp indicator blinks. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had exhibited a clv lamp error, e103. The issue occurred during maintenance. There was no procedural or patient involvement.